Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® precisionglide¿ multiple sample needle foreign matter on device cannula/needle or any fluid path component. The following information was provided by the initial reporter: "when a venipuncture needle was uncapped it was noticed the gel was smeared down the extension of the product."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and showing excessive IV lubrication on the cannula was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported before use the bd vacutainer® precisionglide¿ multiple sample needle foreign matter on device cannula / needle or any fluid path component. The following information was provided by the initial reporter: "when a venipuncture needle was uncapped it was noticed the gel was smeared down the extension of the product."